Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for scale misaligned on lot # 8204659. Investigation summary: customer returned photos of 3/10cc syringes as well as the poly bag and shelf carton from lot # 8204659. Customer states that there is a scale marking issue. The photos were examined and it is difficult to determine if the scale markings are in the proper positions solely from the photos. A review of the device history record was completed for batch# 8204659. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200772716] noted for scratched print. There was one (1) notification [200773049] noted for missing zero line. There were two (2) notifications [200773044, 200773045] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the scale markings are in the proper positions solely. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle has scale marking issues. This was discovered before use. The following information was provided by the initial reporter: the women who works in veterinary surgery reported that the cat owners complain about bd insulin syringes. They report scale marking issue. This issue has been reported before but the customer did not receive the satisfying response from us. It can lead to the situation when the improper dose of insulin will be injected.

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8204659. D.4. Medical device expiration date: 2023-07-31. H.4. Device manufacture date: 2018-07-23. D.4. Medical device lot #: 8162635. D.4. Medical device expiration date: 2023-06-30. H.4. Device manufacture date: 2018-06-11. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-02-13. H.3. Device returned to manufacturer: yes.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle has scale marking issues. This was discovered before use. The following information was provided by the initial reporter: the women who works in veterinary surgery reported that the cat owners complain about bd insulin syringes. They report scale marking issue. This issue has been reported before but the customer did not receive the satisfying response from us. It can lead to the situation when the improper dose of insulin will be injected.

Manufacturer narrative:
H.6. Investigation summary: level a investigation; complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for scale misaligned on lot # 8204659 and the 1st related complaint for scale misaligned on lot # 8162635. Investigation summary: customer returned (14) 3/10cc, 8mm, 30g syringes in epn poly bags with the shelf carton from lot # 8204659 and (2) 3/10cc, 8mm, 30g syringe in an open poly bag with the shelf carton from lot # 8162635. Customer states that there is a scale marking issue. All returned syringes were tested using the plug gauge and 2 syringes (both from lot # 8204659) exhibited the 5 unit scale marking to fall out of specification. Samples will be forwarded to manufacturing (holdrege) on 28feb2020 for volumetric analysis. A review of the device history record was completed for batch# 8204659. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200772716] noted for scratched print. There was one (1) notification [200773049] noted for missing zero line. There were two (2) notifications [200773044, 200773045] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8162635. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation (B)(4). "On 25 feb 2020, holdrege received (14) 3/10cc, 8mm, 30g syringes in open poly bags with the shelf carton from lot # 8204659 and (2) 3/10cc, 8mm, 30g syringe in an open poly bag with the shelf carton from lot # 8162635. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Per qc700450 rev 42 section 5: for scale accuracy, check by using plug gauge for visual inspection to determine if scale is in correct location. If accuracy on barrel is questionable, perform volumetric test. Acceptable limits per qc700450 rev 42: volumes are measured at the 10- and 30-unit scale lines. Per the chart in section 6.5 of qc700450, specification for volumes at the 10-unit scale line are between 0.0933 and 0.1063 grams. Specification for volumes at the 30-unit scale line are between 0.2843 and 0.3143 grams. Actual volumetric results from complaint: using scale #13716: syringe #1: 10 units 0.1044 grams 30 units 0.2969 grams. Syringe #2 10 units 0.1035 grams 30 units 0.2984 grams. The reported defect was not confirmed in holdrege as all syringes were within the specified limits, therefore no investigation is required. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10

Event description:
It was reported that bd micro-fine¿ insulin syringe needle has scale marking issues. This was discovered before use. The following information was provided by the initial reporter: the women who works in veterinary surgery reported that the cat owners complain about bd insulin syringes. They report scale marking issue. This issue has been reported before but the customer did not receive the satisfying response from us. It can lead to the situation when the improper dose of insulin will be injected.